Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter could not be identified. A definitive root cause could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged with a black rubber-like material. In addition to the reportable malfunction, the following were noted: the light cover glasses adhesive was worn; the optical cover glass was chipped and the adhesive was worn; the distal end and bending section cover adhesives were lifting; the air/water channel had a blockage evident; the water supply and removal volumes were not to specification; the electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope was blocked. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with a black rubber-like material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.